Event description:
The customer reported via phone call that the night before the call, the insulin pump went into threshold suspend with a blood glucose level of 200 mg/dl and a sensor glucose level below 60 mg/dl. The customer stated that after the alarm occurred, she received multiple calibration errors. Blood glucose level at the time of the call was 198 mg/dl. The customer was advised that the senor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, a visual inspection was performed found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used